Manufacturer narrative:
(B)(4).

Event description:
During a lumbar radiofrequency ablation procedure a patient burn occurred. The skin was not prepped and the grounding pad was placed on a hairy part of the thigh. No alarms were noted throughout the procedure but upon removal of the grounding pad a burn was noted with blistering. A burn cream was applied and the patient responded to the treatment without further reported complications.

Manufacturer narrative:
The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. A review of the receiving inspection results was not possible since the batch number was unavailable. The cause of the reported event is consistent with improper placement of the grounding pad.